Event description:
On april 10, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter sampler kit was displaying the battery indicator icon. The medical surveillance specialist (mss) spoke with the patient on april 16, 2010 and obtained the following information: the patient alleged that the product issue began at on (B) (6), 2010. The patient informed the mss that she manages her diabetes with insulin (self-adjuster). The patient was unable to recall the exact reading that she obtained from the alleged meter, but stated that she suspected it was incorrect because the battery icon was displayed. The patient confirmed that she did not change her usual diabetes routine due to the alleged product issue. At an unspecified time after the alleged meter issue began, the patient stated that she felt "shaky and dizzy." The patient stated that she treated herself by drinking an orange juice after the onset of her symptom and felt better afterwards. The patient denied using any other meter to test her blood glucose. During the troubleshooting session, the cca documented that there was no misuse of the alleged meter. The subject meter required battery replacement per the owner's manual recommendation, but the patient did not have a new battery at the time of the call. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she obtained an incorrect reading on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and required self-treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.